Event description:
It was reported that during the implant procedure dft testing was not successful due to undersensing on the ventricular channel. The physician elected not to use the lead. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.